Event description:
It was reported, a pt had bladder perforation on her right side when a attempting a miniarc precise implant on 06/26/2013. This was the first attempt at implanting a sling in this pt. It was indicated that the bladder was drained prior to the procedure. No add'l pt complications have been reported in relation to this event. Related to MFR report # 2183959-2013-00935.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.